Event description:
The olympus field service engineer reported (on behalf of the customer) that the evis exera iii xenon light source had an e103 error. The event occurred during preparation for the use of a diagnostic procedure. The procedure was completed using a similar device, and there was no delay. There was no harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the issue was not confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e103 error could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.